Event description:
It was reported that the charging pad¿s indicator light went out and the pad would no longer charge the ilet despite attempts with different outlets, and a replacement was provided. Customer care provided assistance that included product technical support triage and user education. Investigation of this case revealed a nonfunctional charging component consistent with a charging failure. No symptoms and no adverse clinical effects reported. Blood glucose was not affected. Outcomes included no impact on health and no need for medical care. It was concluded that the event was related to a malfunction of the charging accessory.